Manufacturer narrative:
Concomitant medical devices: 4024-58 lead, implanted: (B)(6) 1998.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and insulation damage. The lead had developed a significant hard shell like calcium deposit around the lead coil. It was noted that the right atrial (ra) lead also experienced insulation damage; the atrial lead was cracked in multiple places. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.